Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board, detachable battery board, detachable battery harness and power supply were replaced to address the issue. The customer was advised to also reload the software and replace the internal battery.